Event description:
It was reported the programmer will not power on. The programmer makes a click but then nothing. There are no lights or fan running. The power cord was replaced, with no success. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer would not power on. Verified that the power supply was the problem, the power supply starts and then shuts down. It was also noted that the system fan was noisy. (B)(4).